Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (reaming rod measuring device, part number 360.255, lot number 6348969). The subject device was received with the complaint condition reporting that the reaming rod measuring device was found with the end piece separated from the other sections of the device. The customer quality engineering investigation shows that this device is intended for use during femoral nail implantations to measure the required intramedullary nail (im) length during preparation of the medullary canal. The returned instrument is an additional instrument that is calibrated for use over a 950mm reaming rod or guide rod. The thumb nuts allow for the device to be locked in the extended position during use and collapsed for storage. The titanium trochanteric fixation nail system- screw option guide, and the intramedullary nail instruments guide, were reviewed and address proper use and maintenance. The reaming rod measuring device was received with one thumb nut (component 360_255_5) and one threaded portion (component 360_255_6) of the segment two assembly (360_255_8) missing. Remains of the weld are present at the hole where the threaded component would be welded. The balance of the device is in functional condition and shows multiple scratches and wear consistent with significant use. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the weld is already broken. A review of the current design drawing / manufactured revision for the top level assembly, the segment two assembly, the thumb nut component, and the locking device component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. As previously reported, a device history record review was performed for the returned reaming rod measuring device lot. The device was determined to have been supplied by (B)(4) and released to the warehouse on 12-may-2010. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The complaint condition is the result of breakout of the welded threaded stud. A root cause of the applied force that caused the breakout could not be definitively determined as the conditions at the time of the issue and over the approximately 6 year lifetime of the device are unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine instrument tray inspection, the trochanteric fixation nail (tfn) reaming rod measuring device was found with the end piece separated from the rest of the device. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).